Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain sharp') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, anemia, depression, insomnia, bleeding gastric ulcer, malar rash and pregnancy. Concurrent conditions included irritable bowel syndrome, ovarian cyst, arthritis, gastric ulcer, numbness, paraesthesia hand, thyroid disorder, hyperthyroidism, goiter, wrist pain, heartburn, amenorrhea, polymenorrhoea, stress incontinence and nabothian cyst. Concomitant products included ciprofloxacin, metronidazole benzoate (flagyl-s) and norethisterone acetate (norethindrone acetate). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and irritable bowel syndrome ("ibs"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced eye allergy ("eye allergies"), fatigue ("fatigue") and arthralgia ("joint pain"). On an unknown date, the patient experienced alopecia ("hair loss"), abdominal pain ("left side of abdomen pain"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal,)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti,"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, migraine, headache, nausea, tooth disorder, dysmenorrhoea, eye allergy, fatigue, alopecia, abdominal pain, menorrhagia, vulvovaginal mycotic infection and urinary tract infection outcome was unknown and the irritable bowel syndrome, arthralgia and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dysmenorrhoea, eye allergy, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, systemic lupus erythematosus, tooth disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted : pregnancy is reported in medical record given pelvic pain complicating pregnancy but as medical history. Discrepancy noted: date(s) of insertion:(B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, pelvic pain, fatigue, pain in her joints, headaches, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received. New events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: yeast infection, uti were added. New reporters, concomitant drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain sharp') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, anemia, depression, insomnia, bleeding gastric ulcer, malar rash and pregnancy. Concurrent conditions included irritable bowel syndrome, ovarian cyst, arthritis, gastric ulcer, numbness, paraesthesia hand, thyroid disorder, hyperthyroidism, goiter, wrist pain, heartburn, amenorrhea, polymenorrhoea, stress incontinence and nabothian cyst. Concomitant products included ciprofloxacin and metronidazole benzoate (flagyl-s). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and irritable bowel syndrome ("ibs"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced eye allergy ("eye allergies"), fatigue ("fatigue") and arthralgia ("joint pain"). On an unknown date, the patient experienced alopecia ("hair loss"), abdominal pain ("left side of abdomen pain") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, migraine, headache, nausea, tooth disorder, dysmenorrhoea, eye allergy, fatigue, alopecia and abdominal pain outcome was unknown and the irritable bowel syndrome, arthralgia and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dysmenorrhoea, eye allergy, fatigue, headache, irritable bowel syndrome, migraine, nausea, pelvic pain, systemic lupus erythematosus and tooth disorder to be related to essure. The reporter commented: discrepancy noted: pregnancy is reported in medical record given pelvic pain complicating pregnancy but as medical history. Discrepancy noted: date(s) of insertion:(B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, fatigue, pain in her joints, headaches, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs and mr received. Reporter information were added. Medical history, lab data and concomitant drug were added. Date of removal were added. Case become incident. Event injury were updated as pain/pain sharp. Event : lupus, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), eye allergies, fatigue, ibs, joint pain, hair loss, left side of abdomen pain, bloating were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.